Event description:
Device 2 of 3. Reference MFR report: 1627487-2011-01076 and 01078. The patient received a scs system, including an ipg and two percutaneous leads (from two separate lots), on (B)(6) 2010. It was reported that the patient would increase the stimulation up to 23-24 ma, but the stimulation was not effective. It was reported that this had been an issue since the implant date. The leads were explanted and replaced with a different model lead on (B)(6) 2010. It was reported that during the explant procedure, the tip of one of the leads broke off in the ipg header during the lead removal (reference MFR report: 1627487-2011-01078). The explanted leads were returned to the MFR for analysis. F/u on the pt found that no further issues reported.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance; however, the product was replaced and released for use. The DHR anomaly is not related to the alleged device failure. One lead was returned to the MFR for analysis. Discoloration was observed on the terminal end. The lead was missing the terminal end electrode; therefore, channel 1 could not be functionally tested. Channels 2-7 revealed low impedance readings. Channel 8 failed continuity and stress testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.